Event description:
During a da vinci si esophageal diverticulum repair procedure, the user facility reportedly identified the grips were not staying closed on the micro bipolar forceps instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Intuitive surgical, inc. Received the instrument involved with the complaint. The customer initially reported that the grips will not stay closed. However for clarification, the nonconformance was non-intuitive motion. Based on this, the complaint was confirmed. Intuitive motion was not being experienced due to a broken pitch cable at the instrument's wrist. The cable segment that contains the crimp was missing. The clevis did not exhibit any damage or wear marks. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.